Event description:
Boston scientific received information that this product was part of a system revision due to infection and erosion. There were no additional adverse effects reported. In addition, patient was tested and found to have an allergy to silicone. Boston scientific technical services (ts) was to provide more information on products that could be used with this patient's condition.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.